Manufacturer narrative:
Serial number is not available at the time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40. There was no report of a patient injury or harm.